Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(6) 2010. Results of analysis will be developed in a follow-up report.

Event description:
The valve could not be adjusted and had to be explanted. The doctor wants to know the reason of this incident.